Manufacturer narrative:
Patient weight unavailable from facility.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the rv lead to act as a traction platform to aid in lead removal. After the rv lead was successfully removed there was no sign of injury. However shortly afterward, the patient's blood pressure slowly dropped and the team elected to perform a sternotomy. A small perforation was discovered at the rv apex. The injury to the rv apex was successfully repaired and the patient survived the procedure.